Event description:
As reported, a few months ago a technologist in ir get cut by the back of a new blade. Cleaned the site put a band aid on it and then entered the verge.

Manufacturer narrative:
As reported, a technologist in ir got cut by the back of a new blade. The subject device has been discarded and not available for evaluation. Review of manufacturing records was not performed as the lot number was not provided. Based on the information available and without having the sample or photos to evaluate, no conclusions can be made as to the extent to which the blade may have caused or contributed to the reported event. Note, the date of event (15-jun-2025) is considered to be a best estimate. This MDR represents the clipper blade (device #3). Additional mdrs were submitted to represent the clipper blades (device #1, device #2 & device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.